Manufacturer narrative:
Retainer ring = black. The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not taking any battery and not turning on. Customer stated that insulin pump had crack on it. Customer stated that they cleaned the battery cap and inserted new battery but insulin pump was not turned on. No harm requiring medical intervention was reported. The device will be returned for analysis.